Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 358 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer stated that he had delivered several boluses throughout the day, but none were saved in the bolus history. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.